Event description:
Customer called to report that the insulin pump will sound, often without showing any alert/alarm on the display screen. Customer indicated that she sometimes has inaccurate low or high blood glucose readings. Customer reported that the insulin pump has a bent cannula. Customer declined to troubleshoot. Customer's last blood glucose reading was around 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.